Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device "did not trigger once". The patient involved was in the intensive care station and was being treated with the device for a ventricular fibrillation rhythm. When the clinicians pressed the charge button on the device, the clinicians reported that the device did not charge with the first attempt but did charge when the users pressed the charge button again. The clinicians were able to deliver the shock. The patient involved was reported to have experienced harm/adverse patient impact. The mrx was used to treat the patient with pad electrodes. The ECG detected displayed the patient's rhythm to be ventricular fibrillation. The user chose 150 joule and pressed the charge button, but no charging occurred. They tried again, possibly 2 times, delayed charging occurred, then the shock was delivered by the same device. The clinicians continued to use the device to treat the patient. Additional information has been requested.

Manufacturer narrative:
Problem statement: it was reported to philips that the device "did not trigger once". The patient involved was in the intensive care station and was being treated with the device for a ventricular fibrillation rhythm. When the clinicians pressed the charge button on the device, the clinicians reported that the device did not charge with the first attempt but did charge when the users pressed the charge button again. The clinicians were able to deliver the shock. Patient involvement: on (B)(6)2018 at (B)(6)am in the intensive care unit, the patient required treatment for ventricular fibrillation. The female patient's age was between 88 to 89 years old with height 160 cm and weight 50 kg. The patient involved was reported to have been at risk to experienced harm/adverse patient impact due to the inability of the device to deliver an early shock. The mrx was used to treat the patient with pad electrodes. The ECG detected displayed the patient's rhythm to be ventricular fibrillation. The user chose 150 joule and pressed the charge button, but no charging occurred. They tried again, possibly 2 times, delayed charging occurred, then the shock was delivered by the same device. In summary, the clinicians continued to use the device to treat the patient. The clinicians performed cardiopulmonary resuscitation for 3 minutes. They then used this same device and successfully charged and delivered a shock that resulted in the cardiovascular system becoming stable again. The electronic rhythm file was requested for review in this investigation but was not available. Device evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse provided the customer with a quote for the onsite visit. The customer declined service. Philips post market surveillance officer reported on (B)(6)2018 the following: "our dealer partner has talked to the customer to clarify the issue with the following result: the system heartstart mrx with (B)(4) is at the hospital and in use. There are no known faults or incidents. The last stk (safety inspection) has been done at the end of (B)(6)2018. The customer does not know why a notification has been opened for (B)(4) and is not able to reproduce how that came into being. Thus he sees no need to continue with this case." Resolution and disposition: the customer reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Records review: this complaint does not involve an alleged unresolved problem, repeating issue, or observation of poor quality. Product history: in the past 12 months, there were 189 other cases (approximate average of less than 16 per month) of no parts replaced related problems. The serial numbers indicate a large span of manufacturing dates. Four of the 189 complaints involved serious injury (si) and twelve involved death. None of the si cases were adverse patient outcomes attributable to the device use. The death cases were independent of the clinical actions taken and not attributed to the device behavior. This is a variably occurring issue with no indication of increase or causing or contributing to serious injury or death and no further investigation or action are warranted. Corrective action: this complaint is not related to any existing corrective or preventive action. This complaint does not indicate the presence of a systemic problem or emerging issue. Conclusion: philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. Customer communication: no further communication was requested and no further communication is indicated.